Event description:
The user facility reported that during a patient procedure the headrest section of the cmax table dropped. No injuries were reported. The procedure was completed successfully with no delays.

Manufacturer narrative:
A steris service technician inspected the cmax table and identified that the headrest assembly was missing a pin from the locking mechanism which prevented the headrest section from properly locking. The cmax table is not under steris contract and is maintained by the user facility's engineering department. The user facility provided the preventive maintenance records for the table for 2011; the last maintenance inspection was on (B)(6) 2011 and indicated that the head and leg sections locking mechanisms were verified for proper operation. The cmax operator manual states: pp 1-2 when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Check installation before using any accessory. The service technician recommended that the user facility replace the headrest due to the damaged locking mechanism before returning the table to service.